Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relay transport throacic stent-graft system. The relay transport throacic stent-graft system is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 ((B)(4)). The relay transport throacic stent-graft system related event occurred in (B)(6).

Event description:
"The patient with chest pain due to chronic hypertension was diagnosed with penetrating ulcer of the thoracic aorta arch by cta examination. The shape of the ascending and descending aorta was in regular shape. White calcified plaques could be seen in the aorta arch and abdominal aorta, but no obvious calcified plaques were found in the left iliofemoral artery. Contrast-enhanced CT cross-section was performed to measure 10mm, 9mm depth, 10.14mm left femoral artery, 8.8mm right common femoral artery and 25mm arch diameter on the ulcer surface of the arch. Using local anesthesia surgery, under the direct incision exposure left femoral artery, with 6 f vascular sheath left femoral artery puncture, the sheath to heparin, along the sheath in turn into 150 mm loach godet and angiographic catheter, exit the loach godet, in turn, made is a iliac artery angiography and left anterior oblique 45 degrees c ascending aorta angiography, determine the ulcer position, according to the imaging picture again to measure the left femoral artery diameter of about 10 mm, bow of about 24.5 mm in diameter, chooses 28 - m128155242285s relay item. Had tried many times with saline water blunt water bracket after the air in the system, the angiographic catheter into the cook hard godet, exit catheter, along the transportation support system to left femoral artery incision, with a sharp knife in the left artery open on a sip, performer transportation support system in arterial slowly, stent outer sheath around inside the body of about 50 mm, resistance is too large, outer sheath to fit in a, performer judgment for vasoconstriction convulsion, use papaverine, but after trying, support system could not advance and retreat, fortunately, outer sheath into the left femoral artery stent is not deep, please immediately the anesthesiologist, for patients with general anesthesia, the doctor was asked to use surgical incision to remove the stent successfully". Patient outcome: "there is no other injury for the patient".

Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relay transport throacic stent-graft system. The relay transport throacic stent-graft system is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The relay transport throacic stent-graft system related event occurred in china. - attachment: [MDR 2247858-2019-00042 follow-up evaluation.pdf].

Event description:
"The patient with chest pain due to chronic hypertension was diagnosed with penetrating ulcer of the thoracic aorta arch by cta examination. The shape of the ascending and descending aorta was in regular shape. White calcified plaques could be seen in the aorta arch and abdominal aorta, but no obvious calcified plaques were found in the left iliofemoral artery.contrast-enhanced CT cross-section was performed to measure 10mm, 9mm depth, 10.14mm left femoral artery, 8.8mm right common femoral artery and 25mm arch diameter on the ulcer surface of the arch.using local anesthesia surgery, under the direct incision exposure left femoral artery, with 6 f vascular sheath left femoral artery puncture, the sheath to heparin, along the sheath in turn into 150 mm loach godet and angiographic catheter, exit the loach godet, in turn, made is a iliac artery angiography and left anterior oblique 45 degress c ascending aorta angiography, determine the ulcer position, according to the imaging picture again to measure the left femoral artery diameter of about 10 mm, bow of about 24.5 mm in diameter, chooses 28 - m128155242285s relay item. Had tried many times with saline water blunt water bracket after the air in the system, the angiographic catheter into the cook hard godet, exit catheter, along the transportation support system to left femoral artery incision, with a sharp knife in the left artery open on a sip, performer transportation support system in arterial slowly, stent outer sheath around inside the body of about 50 mm, resistance is too large, outer sheath to fit in a, performer judgment for vasoconstriction convulsion, use papaverine, but after trying, support system could not advance and retreat, fortunately, outer sheath into the left femoral artery stent is not deep, please immediately the anesthesiologist, for patients with general anesthesia, the doctor was asked to use surgical incision to remove the stent successfully." Patient outcome: "there is no other injury for the patient."